Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right ventricular (rv) left bundle branch lead exhibited loss of capture. It was also reported that the right atrial (ra) lead exhibited low impedance and undersensing during atrial fibrillation. The ra lead was reprogrammed. Both leads remains in use. No patient complications have been reported as a result of this event.